Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing fracture. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing fracture. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and inlet tube of the pump. Partial separations, surrounded by abrasion were noted on the inlet tube of the pump. This is not a site of leakage. The detachment end of the shorter exhaust tube revealed rough and irregular surfaces, indicating stress was exerted. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. Partial separations, surrounded by abrasion were noted on the exhaust tube of cylinder 1. This is not a site of leakage. The detachment end of the exhaust tube of cylinder 1 revealed rough and irregular surfaces, indicating stress was exerted. Based on examination of the returned product, rough and irregular surfaces were noted on the detachment ends of the exhaust tube attached to cylinder 1. Based on the detachment surfaces, it was concluded that while in vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of the pump to cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.